Manufacturer narrative:
Follow-up #1 date of submission 10/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok, up arrow, and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all contacts. Unrelated to the complaint, investigation revealed a crack in the pump casing at battery compartment threads.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.